Event description:
It was reported that the patient presented approximately 30 days post operatively with pain, swelling and discharge at the incision site following a total knee replacement. The suture was noted protruding from the wound. As a result, the patient was returned to surgery. Patient was treated with the antibiotic cephalosporin. The patient was discharged and was reported as recovered.

Manufacturer narrative:
The actual device associated with this event is not known. International affiliate reports the following possible lot: xp7171 mfg date: 12/01/2006 exp date: 07/31/2011. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.